Event description:
The technician alleged the side rail latch cover is bent causing the side rail to not be able to move up to the latched position. No patient impact.

Manufacturer narrative:
The technician replaced the side rail latch cover plate to resolve the issue.